Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4: PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Customer reported that unit is showing technical failure 300. There was no patient involvement reported.